Event description:
User facility medwatch uf/importer report #(B)(4) was received on 24apr2015, and the report states the following: during a routine d&c hysteroscopy using the truclear system, the surgeon became aware that the uterus may have been perforated. The or staff and surgeon transitioned to a laparoscopy. There was an inadvertent uterine perforation most likely surrounding the uterine canal. The perforation site was hemostatic in the uterus and the peritoneal cavity. The patient remained hemodynamically stable throughout the surgery. It is unknown if the patient was diagnosed with antiflexion or retroflexion of the cervical canal. During the procedure, the hysteroscopic truclear instruments were calibrated and then the hysteroscope was placed through the open cervix. Direct visualization into the uterine cavity confirmed the presence of blood clots that were consistent with the patient's medical history of having a very heavy menstrual cycle at the time of surgery, and a small (less than 1 cm) laceration noted on the patient's right posterior uterine wall. When the uterine cavity did not distend well and fluid deficit began to increase rapidly, it was decided that this was most likely a through and through perforation; the hysteroscope was then removed and the procedure was terminated. The patient did not have prior history of intrauterine adhesions. The patient did not encounter any adverse consequences during the first 24 hours post-procedure and they have fully recovered.

Manufacturer narrative:
(B)(4).